Event description:
It was reported that the right atrial (ra) lead and the right ventricular (rv) lead exhibited high thresholds. The ra lead and rv lead were inactivated and replaced by a leadless implantable pulse generator (ipg). No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: 5086mri52 lead implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.